Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 365 laser fiber, the fiber overheated while inside the patient. There was no injury to the patient. Laser energy from a 100 watt holmium laser was being used with the fiber. The laser settings are unknown. The procedure was completed with another flexiva 365 laser fiber without any complications to the patient who is reportedly "fine" post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 4.5 mm of exposed glass tip remaining and appeared unused. Functional examination revealed the aiming beam exiting from the distal tip is weak, round and in a bulls-eye pattern. The aiming beam is not exiting out of any other location along the body of the fiber indicating that the fiber is broken within the connector.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 365 laser fiber, the fiber overheated while inside the patient. There was no injury to the patient. Laser energy from a 100 watt holmium laser was being used with the fiber. The laser settings are unknown. The procedure was completed with another flexiva 365 laser fiber without any complications to the patient who is reportedly "fine" post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.